Event description:
During removal of an iab, the iab tore and a piece was left inside the pt. The pt expired. On 9/9/08, datascope was notified, that a conversation with risk mgmt indicates that the physician tried to take the iab out through the sheath and that is when it tore. Datascope's IFU states "do not attempt to withdraw the balloon membrane through the introducer sheath." The groin site had been leaking and that is why the physician was removing the iab. When datasheet was returned, reported following. Partial blood was seen in the catheter tubing. Bleeding was noted around insertion site and the physician made decision to remove iab. He met great resistance and the balloon tore and a portion remained in the pt. The pt expired in 2008.

Manufacturer narrative:
There was a leak in the membrane. Under microscopy, a penetration was seen within the membrane. A portion of the membrane was returned completely separted from iab measuring 8.6cm. A leak test was performed on the returned iab and membrane, and a leak was found on the membrane 3.8cm from the taper and measured 0.152cm in length.